Event description:
The reporter stated that two kits of the true metrix self monitoring blood glucose meter displayed a possible error code reported as ¿er23,¿ although the reporter was uncertain of the exact code recalled during the call. The reporter indicated that following the error message, the devices became nonfunctional and were unable to be used for blood glucose testing. No patient injury, adverse event, or medical intervention was reported. No additional information is available at this time. Pt: 4582. Device: 4082, 1535. Ref: mw5188110.